Event description:
During follow-up, oversensing due to premature ventricular contractions (pvc), high defibrillation impedance, and automatic mode switch episodes due to far field r wave oversensing were observed. Abbott technical support was contacted and recommended reprogramming the device in combination with treating the pvc's medically. No intervention has been performed at this time and the patient was in stable condition.